Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that eight unopened samples of product code 8807 were received for evaluation. Visual inspection of eight unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. Was the needle removed from the patient during the same procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. The needle got pulled off when performing the anastomosis. The surgeon had to remake entirely the anastomosis with another thread. No clinical consequences on the patient but extended procedure time. Additional informaiton was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: - was the needle removed from the patient during the same surgical procedure? For an anastomosis there are several passages of the needle so the needle has been withdrawn from the patient several times. - how long has the procedure been extended? The time to redo the anastomosis, i.e. 5-10min. - were there any patient consequences following the prolonged procedure? The main consequence is the number of tissue transplantations, which is more numerous if two anastomoses are performed. This can damage the tissue and cause wear or even rupture of the anastomosis over the long term. - has the patient's treatment been changed as a result of the prolonged procedure? If yes, how ? No.